Manufacturer narrative:
B3 date of event - estimated as 45 days post implant.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a peri-device leak. The physician kept the patient on their anticoagulation medication. No other intervention or treatment was performed at this time. The patient did not experience any complications as a result of this event.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a peri-device leak. The physician kept the patient on their anticoagulation medication. No other intervention or treatment was performed at this time. The patient did not experience any complications as a result of this event. It is further reported that the closure device appears to have shifted.

Manufacturer narrative:
B3 date of event - estimated as 45 days post implant.